Event description:
It was reported while using unspecified bd secondary extension set there was component separation. This is report 4 of 4. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: the tubing separated from the drip chamber on a secondary set. Four occurrences with the same lot number (to be reported) in potentially different days.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01328 is a duplicate of 9616066-2023-01557 this supplemental is to cancel MDR 2243072-2023-01328

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd secondary extension set there was component separation. This is report 1 of 4. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: the tubing separated from the drip chamber on a secondary set. Four occurrences with the same lot number (to be reported) in potentially different days.